Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 x2 leads implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that following the implant, the patient complained of pain, which increased. Following an x-ray, it was determined that during the implant procedure, the patient's lung had been nicked, resulting in a pneumothorax. The pneumothorax was subsequently treated, and the system remains in use. No further patient complications have been reported as a result of this event.